Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Not explanted (B)(6). Subject device has been received and a product development investigation summary was performed. The investigation of the complaint articles has shown that: part #¿s evaluated 1x screw head of article 412.814s with lot l397726 / lockscr ø2.4 self-tap l14 tan received. As received condition: only the screw head was returned and the shaft remained in patient¿s body. A visual inspection showed that the screw head is sheared off right below the head thread and the broken surface looks homogeneous. This led us to the conclusion that the material which was used must have been okay. In addition a device history record review was provided. Further the recess of screw head does have some spots where the anodized green color is shaved of which is a sign of wear. A DHR-review did not show any deviation regarding manufacturing or material of this screw. Based on the fact that the shaft was not returned and the DHR-review did not indicate any fault we were unfortunately not able to provide further investigations such as dimensional measurements. As a possible root cause, it is likely that too much force must have been applied to it which led to an overloading situation and finally to the breakage. Device history records review was conducted. The report indicates that the: 412.814s/ l397726c, manufacturing location: (B)(4), manufacturing date: 13.may.2017 expiry date: 01.apr.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). The screw head was broken off. The screw shaft remains in the patient¿s body. According to the DHR review performed for the affected lot l397726 / part number 412.814s / (B)(4) with lot release date may 3, 2017, the part number reported in this comact was produced from the blanks part number 412.814.999 / (B)(4). As well as, the blanks 412.814.999 were manufactured from 04.210.106.999 with raw material lot number 7051315. The raw material was certified through a ¿lab sample report¿ and according to the report results the raw material meets its specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the locking screw was inserted into a variable angle locking compression plate (va-lcp) by a power tool. When the surgeon tried to complete the fixation manually, after the screwhead reached the screw hole, the locking screw did not go any further. The surgeon tried to remove the locking screw because the locking was longer than it was supposed to be in the x-rays, but the screwhead was broken. The screw shaft remains in the patient¿s body. The surgery was completed without a delay. Patient outcome is fine. The remaining screw shaft in the patient¿s body will be removed together with the implanted plate in an upcoming explant surgery. This complaint involves 1 part. Concomitant reported parts: 5x unknown screw, 1x unknown plate, 1x unknown power tool device. (B)(4).